Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the universal surgical manipulator (usm1) was faulting. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported problem was confirmed and replicated. In the system logs, the error 31226 indicated a fault with the clock spring fiber, confirming the issue occurred in the field. A visual inspection revealed no anomalies related to the event. The usm functioned as expected when installed on a golden system but failed the fiber test on the patient side cart fixture test platform (pftp), specifically on the clock spring fiber. Subsequent aba testing verified the clock spring fiber as the source of the fault. The probable root cause is attributed to communication errors caused by a faulty clock spring fiber cable located within the usm.

Event description:
Refer to h11 for follow-up information.